Event description:
The target vessel was acom with size 4mm x 5mm x 2mm. During the procedure, the surgeon could not detach the cashmere 14 cerecyte microcoil 2 mm x 2.5 cm (crc14022530/c17460). He tried many times but still failed. The detachment control box (details unknown) worked smooth. The surgeon had to change the product to competitor coil ev3 (details unknown) to complete. No adverse event was reported.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: detachment control box (details unknown), ev3 coil (details unknown).